Event description:
The pt was admitted with a chief complaint of labored breathing and decreased responsiveness approximately 294 days after the index procedure. The pt was admitted to the ICU and was given fluids and respiratory treatments. The pt was also noted to have sick sinus syndrome, and subsequently had permanent pacemaker implanted. Their heartrate stabilized, but pt continued to be extremely weak and still demonstrated decreased responsiveness. The pt's clinical symptoms were suggestive of cva, but was not proven by a head CT scan. Pt was transferred to a nursing home for hospice care approximately 13 days after admission. Pt died four (4) days after the transfer.